Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl at the time of incident. Customer reported that she the insulin is going back into the tubing of the infusion set and there was a blood also inside the tubing. Customer had symptoms like nausea. Customer noticed that the insulin was going back into the tubing of the infusion set and there was a blood also inside the tubing also mentioned he noticed that the site was wet with insulin while giving a bolus. Customer stated location of the leak was at the site. Customer was able to change the infusion set. The devices will not be returned for analysis.